Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the patient received less IV fluid than intended. The pump was returned to the biomedical engineering department with a note that stated, "set pump to infuse 1 liter and at end of bolus, 200cc's still left in bag." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. During testing at the user facility, the pump delivered less than expected. Though requested, no additional information was provided.